Event description:
It was reported to medtronic minimed that the customer experienced a crack on back of the pump. The customer reported no adverse event. The event involved product(s) pump mmt-1712k. Troubleshooting was performed and confirmed the damage. No harm requiring medical intervention was reported. Product return was requested for mmt-1712k and customer response was the pump mmt-1712k was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No cracked case noted. The following were noted during visual inspection: missing retainer ring, minor scratched display window, scratched case, missing serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and cracked reservoir tube lip. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Cosmetic damage (cracked case) at back of the pump was not confirmed, however, other cosmetic damage was noted. Missing retainer ring confirmed found during visual inspection. Reservoir unable to lock into place confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.